Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.

Manufacturer narrative:
Correction: section e: the physician/facility was corrected.

Event description:
New information received notes that programming changes were completed. There were no patient consequences.